Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient saw system error code 0x1c97d160 a few times over the past couple weeks. They were also getting a "bolus rejected" screen but were able to bolus a minute later. One time they thought they pressed the bolus button but once it connected the screen went right back to the 'deliver bolus' screen. They also stated it was taking longer to connect and it gets stuck on 91%. They also stated they had to charge the handset daily and wondered if that was normal. Patient services reviewed system error and connecting/charging considerations. The patient was unable to confirm if "bolus rejected" screen had any other info/codes on it and would monitor for that and call back for troubleshooting if it happens again.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, implanted: (B)(6) 2021, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.